Event description:
(B)(4). Event occurred in the united states. The patient reported that the inner tube of the infusion set kept breaking and popping. The patient had a severe low while sitting, the night before this report. Another one happened on the day of this report and the patient experienced high blood glucose level. Upon investigation, it was found that two of the infusion set's tubing were detached from the tubing connector. No further information available.